Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call of high blood glucose readings from the insulin pump. The nurse stated that the customer has been having high blood sugars. The customer is advised that the pump is designed to trigger an alarms if its detects a blockage preventing the flow of insulin. The customer is advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.